Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure in the left carotid cave using penumbra smart coils (smart coils). During the procedure, approximately one centimeter of the third smart coil prolapsed into the parent artery lumen. It is unclear if there was a detachment issue or if the coil prolapse was due to tension within the system itself. The procedure was completed using an additional smart coil. The patient was discharged the next day, (B)(6) 2018 and there was no report of an adverse effect to the patient.